Event description:
A caller reported an error, designated as cgm error 42, related to their continuous glucose monitor. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support provided guidance on resetting the pump, after which the error code did not reappear, and the caller was able to successfully start a new sensor session.